Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution infused at a faster rate than expected during use of a clearlink continu-flo solution set. This occurred during infusion of normal saline. The reporter stated that the roller clamp had not been closed completely before releasing it to set the flow rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.